Manufacturer narrative:
(B)(4). Failure mode could not be confirmed since no samples or photos were provided for evaluation. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot #0000800686 was manufactured on 06/12/2015. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. Possible root cause could be due to a de-bonding of the tubing from the lockable access tip. There have been improvements in the assembly process and it has been validated that the assembly between the tubing and the accessories is stronger. Please note that the manufacturing plant is continuing to monitor this issue to identify the need for any further actions and every customer report we receive is taken very seriously.

Manufacturer narrative:
(B)(4). Upon carefusions investigation; a follow up emdr will be submitted. (B)(4).

Event description:
Disconnected access tip slipped out of drainage line and got stuck in catheter valve. Doctor slipped the blue emergency clamp over the catheter. Patient is doing well. Neither patient injury nor medical intervention has been reported. Was the access tip able to be removed from catheter valve? Yes. Blue emergency slide clamp was slipped over the catheter, access tip was pulled out of valve, valve cap was placed over the catheter valve. Patient was doing well after that issue.